Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends h3 other text : in process

Event description:
It was reported that there was an interrupted cable - broken cable and the device jerks. The event timing was outside of surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunctiondue diligence is complete and no additional information is available.

Event description:
There is no additional event information available.

Manufacturer narrative:
G2: foreign country - italy. Review of the most recent repair record determined the unit would not power on as the cable connector was damaged. Per provided photos, no metal wiring was exposed. The plug harness assembly was replaced to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.